Event description:
New information received indicates that the lv lead also had failure to capture as a result of the dislodgement. X-ray was performed which confirmed the lead dislodgement. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found the inner coil bunched up at the connector region consistent with procedural damage. The s-curve hump height was within specification.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. The lead was explanted. Patient status was not provided.